Manufacturer narrative:
Customer reported that the power cord sparked and needed replacement for life2000 ventilator package. The life2000 ventilator (acute care) is a lightweight volume-controlled non-invasive ventilator designed to provide breathing support to acute care patients who are in mild to moderate respiratory distress. It's also used to provide transitional, pre-discharge support to recovering patients who no longer need conventional mechanical ventilation. The device's proportional open ventilation® (pov®) technology supports your patient's comfort with a mask-free interface and may help prevent some of the challenges often associated with traditional ventilators, such as tolerance to pressure modes, or skin breakdown resulting from a tightly fitted mask. Since the life 2000 ventilator package power cord was damaged, replacement was sent to the account. The damaged power cord was not returned back to the manufacturer for investigation as it was discarded by the account. Based on this information, no further action is required.

Event description:
Hillrom received a report from a hillrom technician stating the life 2000 ventilator power cord got damaged and sparked.. The device was located at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint (B)(4).